Manufacturer narrative:
Based on the current information provided, the reported cause of the abdominal tear requiring a reintervention was due to the use of an 8 mm da vinci blunt obturator to place a 12 mm robotic port. Per the customer, the product will not be returned, as the incident was not due to a product malfunction. The customer did not provide the specific material number, lot number, serial number, etc. Trocars are the combination of an obturator within a cannula. They are used during laparoscopic and other minimally invasive surgery (mis) procedures to make small, puncture-like incisions in outer tissue layers. The obturator, in particular, extends past the tip of the cannula to assist in pushing through the patient tissue wall. Once placed, the obturator is removed and the cannula remains to allow surgeons to introduce surgical instruments. No images or video are available for review. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable adverse event due to the following conclusion: it was reported that on the day after a da vinci-assisted low anterior resection (lar) procedure, the patient required a reintervention to repair a bleeding tear in the abdominal wall. The surgeon placed a 12 mm robotic port for the initial procedure using an 8 mm da vinci blunt obturator, rather than the corresponding 12 mm obturator, causing a tear in the patient's abdominal wall. The incident was not due to a product malfunction.

Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) procedure, the patient required a reintervention to repair bleeding tissue. Prior to the initial procedure, the or staff noticed that their 12 mm reusable blunt obturator was lost, and they did not have a disposable obturator available. Thus, the surgeon decided to use an 8 mm da vinci blunt obturator to place the 12 mm cannula. The procedure was reportedly completed, without further issue or delay. However, on the day after the initial procedure, bleeding was discovered from a tear in the patient's abdominal wall, caused by the creation of a 12 mm robotic port without the use of the corresponding 12 mm obturator. It was resolved by repairing the defect via reintervention. No anatomical factors caused or contributed to the bleeding. The bleeding was unexpected, and the blood loss was not measured. No blood transfusion was required. The patient is reportedly in stable condition, with no additional post-operative complications.